Event description:
A report was received that a contact had fell off patient's lead which was confirmed by x-ray. The lead was not in the surrounding area of the lead. The physician will take no action as the patient is getting good stimulation.